Event description:
The leadless implantable pulse generator (ipg} remained inside the sheath valve due to the hardness of the valve of the miera sheath retrieved using the agilis (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).